Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate compartment during the middle of the pt treatment. New disposables used to continue treatment without incident. This was the first use of the dialyzer after preprocessing. Healthcare professional reports no pt injury or need for medical intervention.